Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in this event was returned to zoll circulation on (B)(4) 2012 and was analyzed. It was observed that there was a crack in one of the patient head restraint brackets. The board passed final testing.

Event description:
It was reported that the autopulse resuscitation system 1.1 had short run times of approximately 5 minutes using two recently charged batteries (s/n (B)(4)). There was no report of a patient injury. The two batteries mentioned above are addressed under MFR report 3003793491-2012-00124.